Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the customer was hospitalized because her meter was inaccurate when reading her blood glucose value. It was stated that the customer had corrected based on the meter reading which was found to be incorrect when being checked at the hospital. Customer's blood glucose value at the time of the incident is unknown. It was not clarified if the customer was hospitalized with hyperglycemia or hypoglycemia. No troubleshooting needed to be performed on the insulin pump. Call was transferred for assistance with troubleshooting the meter.